Event description:
The device was used during an unspecified procedure on sigmoid. Reportedly, the instrument misfired, staples did not form properly, and was difficult to open. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.